Event description:
It was reported by the patient's legal guardian (lg) that the patient went to the emergency room at (B)(6) hospital with hyperglycemia. The patient's blood glucose levels reached 29 mmol/l (522 mg/dl) while wearing the pod between 5 and 24 hours. When the pod was removed from the infusion site (leg), the infusion site looked red and raised. Symptoms reported include being sick and vomiting. The patient was treated with saline and a lot of water. The patient was discharged on the same day. The pod was removed and a new pod was applied at the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.